Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32372 , 3006705815-2020-32373. It was reported during a system explant the procedure was interrupted to stabilize the patient's breathing. System was explanted after 30-60 minute interruption.